Manufacturer narrative:
The event is considered as reportable regarding the patient impact. Indeed, the surgery was delayed of more than 30 minutes which is considered as serious injury. The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
As the laser was being moved from the medial canthus to the nose during registration, the laser light turned off without pressing any switch or disconnecting the cable. After moving the arm and distance sensor wire around, the light came back on. However, when trying to record a point after the light went off and came back on, there was a distance calibration error. The laser has been collected form the hospital and will be shipped back. A new laser is being ordered for the hospital. The patient was asleep and under anesthesia.

Event description:
As the laser was being moved from the medial canthus to the nose during registration, the laser light turned off without pressing any switch or disconnecting the cable. After moving the arm and distance sensor wire around, the light came back on. However, when trying to record a point after the light went off and came back on, there was a distance calibration error. The laser has been collected form the hospital and will be shipped back. A new laser is being ordered for the hospital. The patient was asleep and under anesthesia.

Manufacturer narrative:
It was reported that a false contact between distance sensor and robot appeared leading the distance sensor light turn on and off. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Functional test was performed at the manufacturing site and confirmed the issue however investigation did not allow to determine the cause of the issue.